Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient underwent a coronary stenting procedure on (B)(6) 2014, treating 100% stenosis in the proximal and mid circumflex (cx) artery. A 3.25 x 38 mm xience xpedition stent and a 3.5 x 38 mm xience xpedition stent were implanted in the proximal and mid cx artery. In (B)(6) 2017, the patient was re-hospitalized with chest pain. Heart failure was diagnosed, which was reportedly caused by a cold. Intravenous fluids were administered; however, no coronary angiography was performed. The patient's condition improved; however, the symptoms remain. No additional information was provided.